Event description:
Segments were missing from the display. A review of the system was conducted over the phone. The review indicated that the meter was missing segments from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.